Event description:
User was transferring into wheelchair when she lost her balance and fell on the front part of the chair. User had removed her swing away hangers from chair exposing the front frame tube which holds the hanger bracket in place, so when she fell, it was reported the user sustained a serious injury from implement of the tube frame.

Manufacturer narrative:
Product has not been returned to MFR for eval and unk when it will be. User removed parts from chair which may have contributed to the serious injury; however, it appears there was no malfunction of the product at this time. MFR does not have all the details of the injury or event at this time.